Manufacturer narrative:
A ge service representative performed an onsite investigation. All the circuit boards in the generator and the workstation were reseated but that did not resolve the issue. The hard disk drive was formatted and the workstation software was reloaded. The hospital information and the customer's defaults were loaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system's c-arm foot pedal would not save images. The workstation had to be utilized. There was a generator communication data overflow error message. No patient injury was reported.